Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt stated she just had the wires and the ins replaced on (B)(6) 2021. That ins was implanted on (B)(6) 2020. Pt reported the lead wires were "breaking" so they replaced the ins and lead wires.  No symptoms reported in this event.

Manufacturer narrative:
Concomitant products: product ID: 3986a, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.